Event description:
It was reported that when using the bd pyxis¿ es server, the station had interface issues. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that server had interface issue. The technical support specialist (tss) ran multiple queries to investigate downtime and override reasons for capacute8s and capacute9s. No interface downtime or delays were found initially. Critical override reasoning showed both devices, and capacute8s also had a manual override. Datasync logs for both devices indicated repeated end point not found exception errors due to failed transmission control protocol (tcp) connections to tocpyxisapp01.umms.umm.edu, suggesting the host did not respond. Despite these errors, medication records for med ID 41235862 were present in both facility and pharmacy formularies, and the customer manually updated the medication on the host system. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the station had interface issues. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.